Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted. Manufacturer of device is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, yellow particles in the inner surface of the device, white particles on the outer surface of the device, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the shell thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified tear opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.